Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. During visual inspection, it was found that the jic port attached to uv spike connector was damaged. Functional testing was performed and passed successfully. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the sample evaluation, a damaged partial jic port was found attached to a uv spike connector. There was no patient involvement. No additional information is available.